Manufacturer narrative:
A visual inspection was performed on 1 opened and used enliter sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received multiple lost sensor alerts. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer reported that the sensor did not have a cannula. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.